Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; on the continuous glucose monitor with trace ketones. Cause was not known. Customer administered a correction bolus via the pump to address the bg. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.